Event description:
It was reported that "tip fell into patient - unable to retrieve".

Manufacturer narrative:
The device has been returned and in the process of being investigated. When I receive the engineer's report, I will file a supplemental report.